Event description:
The hospital reported the device cultured positive for gram negative rods. In addition, it was discovered the hospital was using an incorrect tubing connector set to reprocess the device in their washer/disinfector. Currently, there have been no reports of patient infection as a result of this phenomenon.

Manufacturer narrative:
The device in question was returned to olympus for investigation. However, due to internal miscommunication within olympus, the device was unable to undergo investigation by complaint processing staff. The endoscope was inspected by repair staff however and returned to the hospital; no malfunctions of the device were noted. This report is being filed as an MDR based on user error, associated with failure to follow olympus's recommendations reprocessing instructions. This failure may have allowed the scope to become contaminated.